Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with a cracked retainer. Unit p-cap / test reservoir locked properly in place. The pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had damage clip railings back of the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.